Event description:
It was reported that the patient experienced a high impedance on one contact of the spinal cord stimulation lead, however, the patient experienced good therapeutic benefit. The patient needed an MRI, therefore, the patient underwent a procedure where the lead was removed and a new lead was implanted after the MRI.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: brand name: linear st, upn: m365sc2218500, model: sc-2218-50 , serial: (B)(6), lot: 7084536.